Event description:
It was reported that the patient experienced pain in their chest post-operatively. The physician checked on fluoroscopy to see if there was a perforation or other complication and none were noted. The physician waited a couple of hours to see if the pain subsided but it did not so the physician repositioned both the atrial and ventricular leads to different parts of the heart wall. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead - (B)(6) 2012. (B)(4).